Event description:
It was reported that (1) tsb35 and (3) tr35b were used during a laparoscopic hysterectomy procedure. It was reported by the rep that the surgeon would fire device and was getting staples only at distal proximal ends. Nothing in the center of the cartridge. Opened another device to complete the case. There was no consequence to pt.